Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned non-emergency treatment that was delayed and completed on the same day. However, there was no patient or user harm. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log files showed the host pc did not start in the previous system start. Fse restored the main functionality of the host pc, which resolved the issue temporarily. The same issue reoccurred twice: in the first occurrence, fse replaced the main computer (host) in the main rack (cab m) of the angiograph room, and in the second occurrence, the bios battery in the computer was replaced. The bios settings have been restored. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not start. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.